Event description:
It was reported that an alarm 2 occurred due to an occlusion issue. There was no reported adverse impact to the customer's blood glucose level due to uncertainty, as the caller declined to provide specific information. After the occlusion, the customer performed a bolus test as a corrective action, ensured proper insulin flow, and changed the infusion site, after which the issue did not reoccur.